Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported after micro recording the patient seemed to be a little confused and lethargic. After the final lead placement the patient was sent to CT for post op CT scan which showed a small hemorrhage near the distal end of the deep brain stimulation (dbs) lead. The issue occurred for an unknown reason. There were no issues or navigation concerns during this case. No diagnostic/troubleshooting was performed. The patient was sent to the neuro ICU for evaluation and monitoring. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The patient was alive without injury at the time of the report.